Manufacturer narrative:
During investigation, the exposed portion of the soft cannula was found to be kinked. The kink in the soft cannula did not prevent fluid from flowing through the entire fluid path. It could not be determined when or how this damage occurred. An 0x18, empty reservoir alarm, was generated during operation and the reservoir was confirmed to be empty upon opening the device. Timeouts were observed in the data toward the end of operation, however no drive stalls were observed. The cause of the high pulse widths could not be determined. No other damages or defects were observed that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 400 mg/dl. The pod was worn between 4 and 24 hours on the back. No information was provided on how the hyperglycemia was treated.